Event description:
Up and up brand 7 count ovulation test plus 1 pregnancy test. (B)(4). Three of the seven test strips appear defective/ not working properly. No change/control appears in window. Lot: 2802171.